Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
Customer reported the insulin pump had physical damage. Customer did no know blood glucose value. Customer stated the device has cracks and they may have occurred because of work. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.